Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. Saline was being delivered at minimum rate. The reason for use was chronic low back pain. It was reported that the patient never gotten pain relief. The doctor tried three different drugs and he said he experienced extreme diarrhea each time the dose was changed or titrated. The issue started in (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a dye study that was performed by the hcp and the catheter could not be aspirated. The product was explanted on (B)(6) 2019 and would not be returned to the manufacturer as the customer refused. The products would not be replaced in the future. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.